Event description:
It was reported the patient¿s had their spinal cord stimulator removed due to the fact ¿it did not work.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's device was removed in (B)(6) 2013. The patient's device was helping with pain control until (B)(6) 2013. It stopped helping with the pain and was not doing what it was supposed to. It made things worse at one point. It did not even hide the pain and it made it feel less than it was. Adjustments were made a couple of different times but it did not resolve the issue. It was further noted that the implantable neurostimulator (ins) turned the patient's right arm numb. The patient's arm went back to normal once the device was removed. If additional information is received, the event will be updated.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.